Event description:
Reportedly, the screen of this programmer does not work.

Manufacturer narrative:
The reporter profile (part) and the request source (field) were corrected. Please refer to the attached investigation report.

Event description:
Reportedly, the screen of this programmer does not work.